Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable infusion pump for spasticity and a spinal cord injury. It was reported that the patient heard the pump alarming. The hcp interrogated the pump and saw it was in a motor stall. The hcp reprogrammed the pump and updated the pump. The hcp read the logs and reported multiple motor stalls andmotor stall recoveries the patient was given oral baclofen and was educated on baclofen withdrawal. The patient was sent to a neurosurgeon to have pump replaced. It was stated the issue was not resolved at the time of the report. The cause of the motor stalls was unknown. The patient;s status at the time of the report was "alive-no injury." No further complications were anticipated/reported.